Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08-aug-2019 the following findings: during investigation, the pump booted to the verified screen with constant vibrate. All keys are unresponsive , pump cover was removed evidence of moisture corrosion was located on the keypad flex connector and watchdog device and surrounding the printed circuit board components. A leak test failed at display lens leak animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.